Event description:
It was reported that the programmer the programmer's touch panel became unresponsive. Rebooting the programmer temporarily fixed the problem, but it became unresponsive again. Boston scientific technical services (ts) informed that a touch panel failure occurs because something is placed on the display or calibration is not performed normally when starting up while touching the screen. If the symptoms of touch panel failure still appear after troubleshooting, the programmer needs to be sent back for repairs. No adverse patient effects were reported.

Event description:
It was reported that the programmer the programmer's touch panel became unresponsive. Rebooting the programmer temporarily fixed the problem, but it became unresponsive again. Boston scientific technical services (ts) informed that a touch panel failure occurs because something is placed on the display or calibration is not performed normally when starting up while touching the screen. If the symptoms of touch panel failure still appear after troubleshooting, the programmer needs to be sent back for repairs. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting.